Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they were alerted to an error message on their act 5 diff cap pierce analyzer, while attempting to troubleshoot they found the source of the leak was associated with the sample syringe. Patient samples produced diff vote outs, hence no erroneous were generated. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. On the date of the event, a field service engineer (fse) found the sample probe was bent and leaking. Fse also found the needle piercing housing assembly was stuck. The fse replaced the needle/probe assembly and verified repairs per established procedure. The root cause is attributed to the bent sample probe and the needle piercing housing assembly getting stuck, hence resulting in the fluid leak.